Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver inserted a new dexcom g6 sensor and transmitter but inadvertently paired the ilet to the prior transmitter, resulting in cgm signal loss and the pump entering bgs run mode; the caregiver was guided to update the transmitter ID and instructed that the sensor would need replacement, while the patient was advised to enter fingerstick bgs and monitor values. Symptoms included hyperglycemia, with a reported blood glucose of approximately 239 mg/dl associated with an unannounced meal. Outcomes included stabilization of glucose after correct pairing and continued operation with user-entered bgs, with no alerts or alarms requiring escalation and no hospitalization. Investigation included technical support review of device-pairing behavior, user education on bgs run mode, and assessment of cgm connectivity. Investigation of this case revealed user setup error in entering the old transmitter ID for a new sensor session, leading to loss of cgm data until the correct transmitter was entered, after which pairing succeeded and glucose stabilized. It was concluded, based on previously established findings for similar reports, that the cause was user error during cgm transmitter entry.